Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of the patch errors could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, there was a procedural delay due to a communication issue. After the patient was draped, validation was performed and the system generated a "validation succeeded" message, quickly followed by an error for a "left leg or system reference" issue. When looking at the log files it showed a "loose left leg patch". The left leg patch was checked and applied well. The connection to the surface link was checked too. Validation was attempted again but the same error message and an impedance error message also appeared. The left leg and system reference patches were replaced and a new study was started. Validation was attempted again with no success. The surface link was replaced with no resolution. The amplifier was replaced with no resolution either. The patches were replaced again with a third set, the dws and amplifier were rebooted, and new study was also started and the issue was resolved. The procedure was completed with no adverse consequences to the patient.